Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient experienced a corneal burn. Two sutures were placed to close the wound. The surgeon lowered power on the sculpt setting and increased aspiration to proceed and complete the case. Additional information has been requested.

Manufacturer narrative:
A company clinical analyst reviewed the case and stated the following: ¿the company sales representative was on site when the event occurred. The surgeon was using a 1.8mm incision with a 30 degree balanced tip with a nano sleeve. When the surgeon stepped on the footswitch (in her sculpt setting) she said she saw some white substance. The sculpt power was lowered and the aspiration was increased a few points. The surgeon finished the case and put 2 stitches in her primary incision to close the wound. The surgeon didn¿t notify the company sales representative that a corneal burn occurred, until the next case. The surgeon stated that the previous patient had a very small corneal burn. The rest of the cases went very well and she was very happy with her cases on the system. Additional information received from the surgeon stated the patient is just fine. No issues. The corneal burn was very minor. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon who stated this was a trial use of the system and the first case of the day. The doctor's standard incision is 1.7 mm wound. A smaller handpiece was used with the appropriate settings, however, immediately upon entry the handpiece was too tight. The handpiece was switched out without further incident.

Manufacturer narrative:
Corrected information provided in additional MFR narrative. Date received by MFR. Date submitted in the supplemental report was incorrect. The correct date received by MFR. Date is 09/08/2016. (B)(4).